Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with a gold cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed as intended during the functional testing. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy, the cartridge fell into the chest cavity from the device before the first firing when the jaws opened to change the firing position after clamping the target tissue once. The fallen cartridge was retrieved from the patient and no damage occurred to the patient. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient. The nurse commented that the cartridge had been loaded into the device properly.